Manufacturer narrative:
Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. A manufacturer representative went to the site to test the equipment. The pc-over-ip (pcoip) client was replaced. The system then passed the system checkout and was found to be fully functional. The pcoip client was returned to the manufacturer for analysis, and through analysis the reported issue was able to be duplicated. The pcoip client was tested and found to boot cycle after 1 hour of operation and again after 15 minutes, and 12 minutes, and continued to do so. There were also errors found in the logs on the device. It was determined that there was a software failure with the returned pcoip client. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the pc-over-ip (pcoip) was power cycling. The screen would go to the pcoip screen on the camera cart monitor for about 10 seconds and then reconnect. It was noted that the camera stayed on the whole time. There was no patient present when this issue was observed.